Event description:
It was reported that the patients ipg was shifted. It was noted also that patient had difficulty charging. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device will not be returned.